Event description:
Nitric oxide unit spontaneously shut down. Rn and I were both at bedside when unit failed, I began to ventilate patient via ambu bag and backup ino blender with pa pressures returning to normal values from prior to event within 1 minute. Rn and I both observed pulmonary artery (pa) systolic increase from 36 to 46 and mean pulmonary arterial pressure (mpap) from 22 to 27 after unit failure.